Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope had the ultrasonic probe damaged and causing parts of the image to be missing. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.